Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a right capsular contracture, baker grade iii and rupture.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, observed 40 mm dark patch edge material inside gel device and wear abrasion. A visual and microscopic analysis was performed which identified sharp creased opening on radius and crease fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as a fold flaw opening.

Event description:
Additionally a healthcare professional reported rupture. This is for an unknown side.